Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that the pt received inappropriate shocks on two separate occasions. The associated ICD is sorin brand paradym dr 8550 - sn (B)(4) (complaint #(B)(4)). It was further indicated that there was not a significant impedance fluctuation relative to the subject lead. Noise sensing was indicated after spontaneous qrs, which triggered the inappropriate shocks. The lead remains implanted.